Event description:
The customer received questionable results from two coaguchek xs pro meters compared to a laboratory using a sysmex ca-1500 system with dade innovin reagent. Of the data provided, only three comparisons were discrepant. All comparison tests were performed within seven hours of each other. On (B)(6) 2018, patient "14" result from the meter was 7.4 inr. The result from the laboratory was 5.11 inr. The serial number of the meter used was not known. On (B)(6) 2018, patient "2" result from meter serial number (B)(4) was 3.3 inr. The result from meter serial number (B)(4) using the same finger was 3.4 inr. The result from the laboratory was 2.54 inr. This patient was a (B)(6). On (B)(6) 2018, patient "11" result from the meter was >8.0 inr. The result from the laboratory was 5.8 inr. The serial number of the meter used was not known. This patient was a (B)(6). All of the patients were stable and were well. There was no allegation of an adverse event. The customer was unable to confirm whether the patients had hematocrit issues or antiphospholipid antibodies. All of the patients had a therapeutic range of 2.0-3.0 inr. The suspect meter and strips were requested to be returned for investigation. Relevant retention test strips (lot 294947) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.